Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. Events of pvl will be reportable if any of the following occur: there is an allegation that a serious injury or death is related to the intervention performed to treat the pvl (intra-operative valve exchange or standard surgical techniques); there is an alleged malfunction of the device that led to serious injury or death; there was intervention to treat the pvl performed after the initial implant surgery. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the plv remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical records, edwards received information that a patient with an unknown valve experienced a post-op significant perivalvular leak. The patient underwent treatment with low pressure true balloon inflation with early term resolution of the perivalvular leak. However, the patient had recurrent significant pvl subsequently and ultimately required additional intervention with percutaneous transcatheter closure. No additional details were provided.